Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the blood glucose levels of the customer were constantly fluctuating. It was reported that the customer would have high blood glucose levels that would stay high. The customer would also have days where the blood glucose levels were low and would stay low. No exact blood glucose levels were provided though. The customer believes that the issue was the customer's body and not the insulin pump. No additional information was provided.